Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. .strips not available for return.

Event description:
Caller reported blood glucose results of 220 mg/dl, 180 mg/dl, and 100 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.